Event description:
It was reported to a company representative that a vns patient has high impedance. No known surgery has occurred to-date. Additional relevant information has not been received to-date.

Event description:
The lead and generator were replaced. The explant facility does not return devices per policy.